Event description:
It was reported that during a meniscus repair surgery, when the fast fix 360 was being used, t2 anchor came out of the meniscus. Both anchors were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6. One 72202469 fast-fix 360 reversed curve needle delivery system device used for treatment, was returned for evaluation. T1 was returned with a segment of torn suture attached. The anchor was bent into a v shape which indicates being pulled back through tissue post pierce. T2 was not returned. The depth limiter was retracted. The delivery needle displayed visible damage. The needle was bent toward the right and downward. Due to needle damage, the device no longer cycled or actuated. Please note: inadvertent needle twisting or over flexing whether temporary or permanent, can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.